Event description:
It was reported that the user experienced a low glucose reading of 47 mg/dl on the system while a confirmatory fingerstick measured 67 mg/dl, without hypoglycemic symptoms, and self-treated with oral carbohydrates including dates and milk; the user expressed concern about recurrent lows due to recent dietary changes associated with tooth loss and received education that the automated algorithm adapts to new eating patterns. Symptoms included an asymptomatic low glucose reading without clinical manifestations of hypoglycemia. Outcomes included no injury, no hospitalization, and resolution with oral carbohydrate intake. Investigation included troubleshooting and user education regarding algorithm adaptation and appropriate treatment of low readings. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the event characterized as possible sensor versus fingerstick discrepancy and user dietary change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.